Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding the complaint that alleges discrepant result when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 0219402 . Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against discrepant result. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained by the customer. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: 0219402 was reported, however, this is not a lot# manufactured for this product #. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Eua#: (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained by the customer. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4).